Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not form correctly; the clips slipped off of the duct. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.